Event description:
It was reported that the device displayed ua20 (position out of range) and cannot rotate to "home" position.

Manufacturer narrative:
Zoll has not received the product for evaluation and this complaint is still under investigation.